Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, "a few weeks ago" the nebulizer started turning on but not dispensing the "albuterol" medication to her son. The customer reported her son takes albuterol for his "asthma" but, since the nebulizer stopped working, he has developed "shortness of breath, coughing, and bronchitis". The customer reported after the nebulizer stopped working, she visited his physician and was given an "albuterol" inhaler, however her son is unable to follow the directions in order to appropriately take the inhaler due to his age. The customer reported she went to the emergency room on (B)(6) 2024 due to shortness of breath and coughing, and her son was given a "steroid". The customer reported the emergency room also performed an "xray" which showed "something on his lung". The customer reported since the emergency room visit, his shortness of breath and coughing has gotten "a little better". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "a few weeks ago" the nebulizer started turning on but not dispensing the "albuterol" medication to her son.